Event description:
It was reported that the pulse generator exhibited noise on the atrial and ventricular channels. The noise was not reproducible. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).